Event description:
Unusual symptoms [adverse reaction]. Found pieces of tampon in me [foreign body in reproductive tract]. Pieces of tampon [device breakage]. Case narrative: consumer reported via e-mail that she found pieces of tampon inside her after removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unusual symptoms [adverse reaction]. Found pieces of tampon in me [foreign body in reproductive tract]. Pieces of tampon [device breakage]. Case narrative: consumer reported via e-mail that she found pieces of tampon inside her after removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unusual symptoms [adverse reaction] found pieces of tampon in me [foreign body in reproductive tract] pieces of tampon [device breakage] case narrative: consumer reported via e-mail that she found pieces of tampon inside her after removal. No serious injury reported.